Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and gave herself and shot then changed everything out. Customer stated that, after this the blood glucose started to go down and current blood glucose was 103 mg/dl. Customer declined troubleshooting. Customer also stated that, the belt clip was broken. Customer also stated that, the insulin pump had no delivery alarm also. The device will not be returned for analysis.